Manufacturer narrative:
As reported, a patient presented with pain and fluid discharge at the access site approximately 2-3 days post op from procedures using a 6-12f mynxcontrol venous vascular closure device. The patient had 3 hours to ambulation post procedure. Antibiotics were prescribed. The antibiotics did not improve symptoms. The device was prepared and used per the instructions for use (IFU). The patient presented with a circular hematoma approximately 4 days after the procedure. There was no hematoma actually seen, however there was right groin inflammation. Approximately 9 days after the procedure the patient saw an allergist for idiosyncratic painful granulomatous scar tissue suspected at the groin access site. This was treated with steroids for symptom resolution. The procedure was performed by a physician. The device was used in a radiofrequency ablation. There were 3 access sites on the affected limb. The access sites were approximately 5mm apart. The sheaths were not downsized. Ultrasound was performed for access on all 3 punctures closed with the mynxcontrol venous. Lot information is unavailable. The device will not be returned for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaints of "local reaction and hematoma" could not be confirmed. Without the return of the device and without procedural films, the cause of the reported event could not be determined. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. Based on the limited information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient presented with pain and fluid discharge at the access site approximately 2-3 days post op from procedures using a 6-12f mynxcontrol venous vascular closure device. The patient had 3 hours to ambulation post procedure. Antibiotics were prescribed. The antibiotics did not improve symptoms. The device was prepared and used per the instructions for use (IFU). The patient presented with a circular hematoma approximately 4 days after the procedure. There was no hematoma actually seen, however there was right groin inflammation. Approximately 9 days after the procedure the patient saw an allergist for idiosyncratic painful granulomatous scar tissue suspected at the groin access site. This was treated with steroids for symptom resolution. The procedure was performed by a physician. The device was used in a radiofrequency ablation. There were 3 access sites on the affected limb. The access sites were approximately 5mm apart. The sheaths were not downsized. Ultrasound was performed for access on all 3 punctures closed with the mynxcontrol venous. Lot information is unavailable. The device will not be returned for evaluation.